Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that flex vision pc was not booting up. Upon further inspection, it was observed that flexvision pcs hdd was defective. Rse suggested to replace hdd. Customer replaced the hdd. After replacement, the system was returned to use in good working order. The same issue reoccurred twice, fse replaced the flexvision pc. After replacement system was returned to work in good condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc did not boot up successfully. No harm has been reported to philips. Philips has started an investigation of this complaint.